Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. Both 1seals tore soon after insertion of devices. A competitor's trocar was pulled to finish the case. There was no consequence to the pt.